Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient had a low blood glucose (bg) of 38 mg/dl before dinner this evening, no signs or symptoms. She ate graham crackers after testing her bg and her bg went up to 149 mg/dl. Customer support (cs) reviewed alarm history which only showed low cartridge, low battery and replace battery over the past couple of days. Reviewed bolus history and all boluses delivered appropriately. Prime history confirmed with patient. Reviewed tdd and confirmed appropriate. Patient hasn't been recently ill and reports no new medications. Cs advised patient that it is not a pump issue and to contact health care provider and/or diabetes educator for clinical recommendations, and to monitor bgs closely. There is no indication of pump malfunction. This complaint is being reported as patient on pump therapy experienced hypoglycemia.